Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that a partial lead was returned in two pieces. Examination of the lead found an insulation abrasion at 35.8 cm to 36.1 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device. The damage found likely resulted in the reported noise problem.